Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the pt's left eye approx six weeks post implantation due to z-syndrome. Another lens of the same model was implanted. The pt's current prognosis is good.